Manufacturer narrative:
Medical device type: jka, fpa. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "users have difficulty using ultratouch® needles: accidental exposure to blood when retracting the needle. A misuse on the device was observed by a bd representative . Users did not hold the needle in the patient's vein before pressing the retraction button. This incident occurred in several departments of our institution."

Event description:
It was reported that leakage occurred with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "users have difficulty using ultratouch® needles: accidental exposure to blood when retracting the needle. A misuse on the device was observed by a bd representative . Users did not hold the needle in the patient's vein before pressing the retraction button. This incident occurred in several departments of our institution."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd's instructions for use (IFU) states the following: activation of the device while the needle is still in the venipuncture site is recommended. Activation of the device after the needle is removed from the site should be performed away from self and others, since external blood droplets/IV fluid droplets may result. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.